Manufacturer narrative:
After further evaluation, the suspect medical device was changed to architect c16000, list 3l77 (irving, tx as manufacturing site) and submitted under manufacturer report number 3016438761-2022-00592. All further information will be documented under MDR number 3016438761-2022-00592.after further evaluation, the suspect medical device was changed to architect c16000, list 3l77 (irving, tx as manufacturing site) and submitted under manufacturer report number 3016438761-2022-00592. All further information will be documented under MDR number 3016438761-2022-00592.

Event description:
The account generated false elevated architect total bilirubin results on 4 samples that repeated lower when processing on the architect c16000. The account uses a reference range of 3.4 to 20.5 umol/l. Sid (B)(6) (female, 32 year old, han/chinese) tested 1.7 repeated 7.2 umol/l. Sid (B)(6) (female, 29 year old, han/chinese) tested 1.40 repeated 12.4 umol/l. Sid (B)(6) (female, 28 year old, han/chinese) tested 3.1 repeated 8.1 umol/l. Sid (B)(6) (female, 29 year old, han/chinese) tested 0.8 repeated 7.2 umol/l. No impact to patient management was reported.

Event description:
The account generated false elevated architect total bilirubin results on 4 samples that repeated lower when processing on the architect c16000. The account uses a reference range of 3.4 to 20.5 umol/l. Sid (B)(6) (female, 32 year old, han/chinese) tested 1.7 repeated 7.2 umol/l. Sid (B)(6) (female, 29 year old, han/chinese) tested 1.40 repeated 12.4 umol/l. Sid (B)(6) (female, 28 year old, han/chinese) tested 3.1 repeated 8.1 umol/l. Sid (B)(4) (female, 29 year old, han/chinese) tested 0.8 repeated 7.2 umol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.